Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found internal insulation abrasion were noted at 11.7 cm to 12.2 cm, 14.6 cm to 15.8, and 32.5 cm to 33.6 cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.